Manufacturer narrative:
Article citation: "prepectoral implant-based breast reconstruction with post-mastectomy radiation," by valerie lemaine, md, mph, sarah m. Elswick, md, christin a. Harless, md, sarah n. Bishop, md, cathy d. Schleck, bs, jay mandrekar, ph.d, ryan d. Reusche, md, robert w. Mutter, md, judy c. Boughey, md, steven r. Jacobson, md and published in plastic and reconstructive surgery advance online on 26/mar/2018. (B)(4). This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of infection, capsular contracture, extrusion, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Reviewed and attached journal article "prepectoral implant-based breast reconstruction with post-mastectomy radiation." Per the journal article the events of "surgical site infection, capsular contracture, extrusion, and wound dehisicence" were reported against an unknown manufacturer breast implant.